Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented in the operating room for scheduled device change-out. The device exhibited backup vvi. There was an alert message indicating that the battery voltage was at or below eri, and the battery impedance value was high. Further troubleshooting could not be performed. The device was explanted and replaced due to normal eri. The patient was fine during and after surgery.